Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The display powered up with pink background due to a loose connection from the lvds (low voltage differential signal) board to the display. Analysis also found the system fan was noisy. Concomitant products: product ID 229047 analyzer; product ID 2067 rf (radio frequency) head; product ID 2067l rf head.

Event description:
It was reported that the display screen on the programmer had lines going across it when powered up. The programmer is being returned for repair. There was no patient involvement.